Event description:
(B)(4) the dealer reported that the 6895 mariner rehab shower commode chair footrests were broken. There was no injury reported.

Manufacturer narrative:
(B)(4) only one MDR report will be submitted for this event, although two different complaints were created, and the file numbers are the following: (B)(4).